Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been alarming with no delivery and motor error for the past few days. The patient's blood glucose at the time of call was 162 mg/dl. Troubleshooting was initiated for the motor error alarm and the customer was able to rewind the pump. However, the source of the no delivery issues remains unknown. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to test excessive no delivery alarm due to motor error alarm however, the motor passed motor test. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.